Event description:
It was reported to boston scientific corporation on august 5, 2005 that an enteryx procedure kit was implanted in a patient in late 2003 (patient age, gender and weight are unknown). Six injections were performed, delivering a total of 8.1cc's of enteryx solution to the patient . Of the total solution delivered, 0.22cc's was injected submucosally. According to the complainant, the patient experienced an onset of chest pain of severe intensity a week later. The chest pain was associated with coughing spells secondary to a congenital tracheal-esophageal fistula. In 2005, the fistula was repaired surgically. The surgery was successful and the coughing spells which led to the reported chest pain have discontinued.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.